Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
(B)(4): too many drops "methotrexate was administered to the patient at a rate of 20 ml/h. The pump gave an alarm of "too many drops." As the infusion was ceased from the start/stop button, the flow however continued with rapid speed, approximately 300-600 ml/h. The infusion was stopped completely by shutting the roller clamp and the pump was changed to another one.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the provided sample were read out and analyzed. On the reported date of event, no data were available. Thereupon the infusomat space was visually and functionally examined. The sample was slightly contaminated and showed age-based marks of use. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. No damages were discovered inside. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.